Event description:
It was reported that the programmer's stylus touch pen was not working properly, that it stopped a couple of times and was unable to be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found that the stylus pen was not tracking with overlay screen, as a result the bezel assembly was r eplaced and the stylus was calibrated with the overlay screen. It was also noted that the programmer booted up with an error, as a result the flex tape cable was replaced and the link electronic module (lem) circuit board was calibrated, and the power cord door identification label was damaged.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: r2290 analyzer. (B)(4).